Event description:
The technician alleged the side rail is stuck in the lowered position. No patient impact.

Manufacturer narrative:
The technician found the side rail has a bent slide bracket. The technician replaced the side rail bracket to resolve the issue.